Manufacturer narrative:
(B)(4). Has been initiated to correct the solus blade specification and add adequate controls on the solus implant blade drawings. Additionally all solus implants (251xx-xxx and 255xx-xxx) have been quarantined and investigated for blade height specifications, all the implants with insufficient blade height will be scrapped.

Manufacturer narrative:
No evaluation possible at this time. The foreign customer indicated the device in question had been shipped on (B)(4) 2011. Upon receipt of the implant an evaluation will be performed and a follow-up report will be submitted.

Manufacturer narrative:
Initial information provided indicated the part and lot number of the suspect product was 25500-314, lot 632690 as stated on the original MDR. Upon receipt of the device in question it was found that the identifying part and lot numbers were actually 25500-312, lot 632693. An evaluation is currently being conducted by engineering. Once the investigation is completed an updated report will be submitted.

Event description:
During a stand-alone alif procedure in (B)(6) where it is indicated for stand-alone fixation, the posterior blade of solus 14mm lumbar spacer fractured upon initial deployment. The implant was removed without adverse impact to patient and a second implant was inserted and deployed without incident.